Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were hypotube kinks 5cm and 9cm from the hub. The balloon, markerbands, proximal bond and tip were microscopically examined. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and a pinhole was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-jan-2017.   It was reported that crossing difficulties were encountered.    The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications or problems were reported. However, returned device analysis revealed balloon pinhole.